Event description:
It was reported that a paddle lead explant was processed due to an unknow reason. No device malfunction or patient complications were reported. The patient was reported to have fully recovered postoperatively. The explanted device was discarded by the hospital per facility policy and was not returned for analysis.